Event description:
Over a year ago my brother who is a chronic care patient inmate with the (B)(6) had an implanted hernia mesh. He has had problem with the mesh of inflammation, swelling and pain. (B)(6) at (B)(6) in (B)(6) continues to walk around with this defective hernia mesh and the (B)(6) health care services refuses to allow him to have corrective surgery to remove or replace this hernia mesh. My brother has other chronic illnesses and diseases that could clearly be affective by him still having this implant. The operation was performed at (B)(6) general hospital and (B)(6) keeps all inmates medical records at the (B)(6) health care services department, in (B)(6) and the individual institutions of their primary care physicians; lab work and more. I have a medical power of attorney on my brother to request these records if needed from (B)(6).